Event description:
In 05/05 that a customer had a problem with needle counter. The customer stated that a dirty needle poked through the red hard plastic upon closing of the container and stuck the nurse.